Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue, were determined. Permeability test: a permeability test has indicated that the m.blue valve has a blockage and that the ped. Control reservoir is permeable. Computer controlled test: because the m.blue valve is not permeable, a computer controlled test is not applicable. Adjustment test: the m.blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, organic deposits were found. Results: based on our investigation results, we can determine a blockage and a non-adjustability in the m.blue. The deposits visible in the valve led to the functional impairments. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. Investigation of the reservoir revealed no functional deviation or other abnormalities. The valve was operating within specifications. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue (5) valve (#fx801t) was implanted on (B)(6) 2023. According to the complainant, the shunt system/valve caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026.